Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. The patient was enrolled into the (B)(6) study in (B)(6) 2016 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. No loading doses were given the day of the procedure. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of a prosthetic heart valve into the proper anatomical location. In (B)(6) 2016, the patient was discharged home. In (B)(6) 2021, 1814 days post index procedure, the patient presented for a 60 month follow up visit. Transthoracic echocardiogram revealed moderate aortic regurgitation. No action was taken in response to the event and the patient did not report any symptoms.